Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had switched to kvo after an unspecified infusion. The user noticed air in the chamber that moved down to the filter without the device alarming for air in line. The user was able turn the device off and remove from use. Although requested, no additional event, patient or device information provided.